Event description:
The patient reported through a manufacturer representative that she had experienced lower limb and foot pain even when the stimulation was off since a week prior to report. It was stated that the pain was also felt at the implant pocket and that it was a sort of ¿paresthesia¿ sensation when the stimulation was off. When the stimulation was on, the stimulation was also reported in the high limbs and other areas. Although the issue had started the beginning of the week of (B)(6), the patient noted that the pain had started getting worse the last two days prior to report. The patient was instructed that if their pain was persistent despite the stimulation being off that they should contact their healthcare provider (hcp) and hospital to troubleshoot the issue. It was noted the patient¿s hcp was on vacation at the time of report. The patient was instructed to call back if the issue was not permanently resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.